Event description:
The dental implant fx4508swc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months and 1 day after implantation. The patient has medical history of skin cancer. The patient has recovered without complications.